Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined system check with tandem technical support and resumed insulin delivery. Customer blood glucose level did not decline so customer changed pump supplies. Customer's blood glucose was 127-165 mg/dl.